Event description:
Health professional reported a lap-band device was allegedly explanted due to band slippage. The pt presented with nausea and reflux. An upper gastrointestinal (gi) was performed and confirmed the band was at the beginning stages of slipping.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, reflux and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, reflux and nausea as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolve by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, of if there is abdominal pain, then immediate re-operation to remove the band is indicated."